Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. A follow up report will be provided upon completion of our evaluation.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that the water feedset tube of an mr290v vented autofeed humidification chamber was leaking during set up. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chambers was leaking. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chambers was leaking. This was found prior to patient use.